Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow up was conducted to obtain the serial number of the device to no avail. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported by the company representative that the programmer heated up and the touch screen became "non-responsive." The programmer will be returned. There was no patient involvement.

Event description:
It was reported by the company representative that the programmer heated up and the touch screen became "non-responsive." The programmer will be returned. There was no patient involvement.